Manufacturer narrative:
Evaluation of the returned engine confirmed that the top cover of the engine was cracked and revealed that the three rubber feet on the base of the engine were missing. The root cause of the missing rubber feet was unable to be determined; however, this damage likely contributed to the engine rattling off the cart and cracked the top cover of the engine during the procedure. During functional testing, the engine was powered on and a ratting noise was observed. The engine housing was opened, and no damage was observed. The engine was able to produce a vacuum pressure within specification. All vacuum indicator lights illuminated. The engine was run for approximately ten minutes and no movement was observed. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra engine (engine). During the middle of the procedure, in between passes, the engine rattled off the cart and subsequently, the top of the engine cracked. However, the engine still functioned. The procedure was completed using the same engine. There was no adverse effect to the patient.